Manufacturer narrative:
The insulin pump had button error alarmed due to flattened dome switch at act button on keypad trace. The insulin pump had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.